Event description:
It was reported that during a stenting treatment procedure, difficulty advancing the stent and stent migration occurred. Using the brachial approach, the procedure treated the concentric, 50% stenosed target lesion located in the severely tortuous ostium of the left anterior descending artery. There was no vessel calcification. After pre-dilation, a 2.75x38mm promus element stent was advanced with some resistance but then deployed at 16 atms. The physician had no trouble positioning the stent. Then subsequent post dilation was performed to 14, 16 and 18 atms and it was noted that the stent was well expanded and well apposed. However, upon reviewing the cine, the physician noted that it "looked like as if the stent had slipped forward from the original site of the lesion where he wanted it to be deployed." Treatment placed an additional 3.0x12mm non-bsc stent. No further patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).